Event description:
It was reported that a flo-gard infusion pump was blocked. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the reported condition of a flo-gard infusion pump that is blocked was confirmed by baxter service personnel. The assignable cause was determined to be the power supplied to the central processing unit was too high. The power supply output voltage was recalibrated to correct this condition. The device was repaired on site. Should additional relevant information be received, a follow-up medwatch will be submitted.